Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This is also a report of a use error, where the nurse incorrectly reconnected the patient to the setup. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines to reduce the possibility of infection. A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a set with cassette disconnected from the transfer set, and solution leaked onto the floor. The nurse then reconnected the patient line to the transfer set. The technical service representative reviewed proper procedures with the nurse and advised the nurse to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.